Event description:
It was reported by the affiliate that the (1) atg45 was used during an unknown procedure. It was reported that the device could not be reopened, would not cut, and would not staple. The case was completed with another device and with no pt consequence.